Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional PMA/510(k) number ¿ k101880.

Event description:
It was reported that the implant mount fractured and separated at the hex during placement. The implant was removed and replaced with another implant. The implant was discarded so no product will be returning.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation. Since product was not returned, visual/functional inspection could not be performed. No pre-existing condition noted, and no product experience report (per) form was provided. Bone density type is unknown. The reported device was located on tooth # 30 and was placed and removed on the same day. The customer did not provide any pictures or x-rays. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Complainant reported that the implant mount fractured and separated at the hex during placement. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.